Event description:
A customer reported a cartridge alarm 20 with their pump, though it did not adversely impact their blood glucose levels. Customer experienced cartridge alarms with consecutive cartridges, and after confirming details with technical support, it was decided to replace the pump. The customer, whose pump was under warranty, planned to use multiple daily injections as a backup insulin therapy. Technical support arranged for a replacement pump to be sent and provided instructions on putting the current pump into storage mode before its return. The customer was informed of the necessary steps upon receiving the new pump and agreed to return the problematic pump to tandem using the provided return box and pre-paid label within ten days.